Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: express-vascular ld 7.0x60x135 cm stent delivery system was returned for analysis. The device was returned with the stent detached from the balloon. The stent was not returned for analysis as it was deployed during the procedure. Blood was identified in the balloon which is indicative of a leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole was identified at the proximal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. Following pre-dilatation with 2mm and 6mm balloon catheters, a 7.0x60x135 cm express ld vascular stent was advanced for treatment. However, only the proximal side of teh stent was dilated and not the middle part. When inflation was at 11 atmospheres, the balloon ruptured and contrast media was leaking. Subsequently, balloon was deflated but it could not be removed. The distal side (middle part) of the stent remained not dilated. The wire was replaced with 0.0035 from 0.014 and pressure was applied forcibly. The balloon was deflated and successfully removed. Dilatation was performed inside the stent using another balloon catheter and the stent expanded with no issues. The procedure was completed and no patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. Following pre-dilatation with 2mm and 6mm balloon catheters, a 7.0x60x135 cm express ld vascular stent was advanced for treatment. However, only the proximal side of the stent was dilated and not the middle part. When inflation was at 11 atmospheres, the balloon ruptured and contrast media was leaking. Subsequently, balloon was deflated but it could not be removed. The distal side (middle part) of the stent remained not dilated. The wire was replaced with 0.0035 from 0.014 and pressure was applied forcibly. The balloon was deflated and successfully removed. Dilatation was performed inside the stent using another balloon catheter and the stent expanded with no issues. The procedure was completed and no patient complications nor injuries were reported.